Event description:
During a laparoscopic cholecystectomy procedure. The safety shield did not retract to penetrate the tissue. The surgeon applied another device to complete the procedure. No pt injury reported.